Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm. They were advised to clear the alarm. The insulin pump alarmed with a replace battery now. Troubleshooting was performed. They inserted a new battery and the insulin pump did not alarm a battery failed test. However, the customer stated that the insulin pump turned off. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.